Event description:
It was reported that a device issue occurred. A 7f guidezilla ii was selected for use. During procedure, it was noted that the guidezilla ii 7f did not navigate properly through the non-boston scientific (non-bsc) guide catheter, even after removing the y connector. After removal from the patient, the guidezilla was tested again but continued to fail to pass through the catheter lumen. Visual inspection did not detect any damage to either the non-bsc guide catheter or the guidezilla. The procedure was completed with another of the same device. The device failure resulted in a delay in the procedure, which led to increased radiation and contrast consumption. No patient complications were reported. However, device analysis revealed partial separations.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR.: the device was returned for analysis. A visual examination revealed hypotube kinks at 7.8cm and 109 cm distal from the hub and shaft kinks at 5.9cm and 22cm from collar. Microscopic examination revealed shaft flats at 4.1cm and from 7cm to 10cm from the collar. A partial collar and shaft separation with a small twisting were noted.